Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a duodenal biopsy procedure performed on a (B)(6) old patient on (B)(6) 2010. According to the physician, the biopsy procedure was indicated for gerd reflex and abdominal pain. While the physician was retrieving a biopsy sample from the patient's duodenum, the tissue tore and caused a hematoma at the biopsy site. It was confirmed that there was no external bleeding at the site. According to the dfu (directions for use), bleeding in general is a known complication for these procedures. The biopsy sample was successfully retrieved. Although the patient was initially scheduled as an outpatient for this procedure, the patient was admitted to the hospital for one day for observation of the hematoma. No other intervention was required to treat the hematoma. There were no additional patient complications reported as a result of this event. The patient's current condition was reported to be "fine".

Manufacturer narrative:
(B)(4) - therapy/non-surgical treatment, additional. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was retained will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).